Manufacturer narrative:
Internal report no. (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Customer complaint of low blood results. Expected blood glucose results not fasting range from 60 to 100 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Comparing blood glucose test results to competitor's meter. Blood test performed using both meters and test result was about 60 mg/dl with the competitor's meter and about 40 mg/dl with trueresult meter. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 7/31/2017 and open vial date is one month ago. Recall test results performed from meter memory: see scanned table. No adverse event reported.